Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), menorrhagia ("abnormal menstrual bleeding, prolonged menses"), abdominal pain lower ("lower abdominal pain/cramping"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss") and vaginal infection ("vaginal infections"). The patient was treated with surgery (total hysterectomy with a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, vaginal infection and procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, procedural pain and vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiffs symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.